Event description:
It was reported that approximately 8 months post-implant of a bifurcated device, a suprarenal aortic extension, and two limb extensions, the patient presented emergently with abdominal pain and a CT scan showed component separation (between the bifurcated device and the suprarenal aortic extension). There was an initial overlap of approximately 4cm at time of implant. The physician performed a secondary procedure and added two infrarenal aortic extensions to bridge the components, and resolve the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the left iliac artery diameter of greater than 2.3 cm (10 cm); and, placement during an unknown infectious process that included a diagnosis of aortitis. Cautionary product use conditions that might have contributed to this event included the impending rupture state of the aneurysm. Five months post implant there was substantiated evidence of progressive stent separation by approximately 1.7 cm without evidence of a type iii a endoleak at this time. There was evidence of a mural thrombus within the graft mid aorta, near the overlap. Although there was a diagnosis of a focal endoleak at the bifurcation, this finding was, most likely, a partial stent collapse superior to the bifurcation, given the degree of observed stent remodeling and the angulated blood lumen. There might have been evidence of a type ii endoleak from bilateral lumbar arteries immediately posterior to the bifurcation, although no delayed imaging was available for review. There was a sac increase of the left iliac artery aneurysm. The non-treatment of these findings might have contributed to the eventual component separation. Three months later (eight months post implant), the left iliac artery aneurysm continued to expand. There was a report of a proximal component separation, which was substantiated by the post intervention angiogram still photo, as was the secondary procedure intervention of two bridge stents. Due to lack of information, the reported type iiia endoleak could not be substantiated, and may not have occurred due to the presence of a mural thrombus within the stent, three months earlier. Medical documentation did not specify the type of endoleak that was found, and later CT scans were not provided for this review. The final procedural and patient outcomes were not confirmed due to lack of information, however it was reported that the patient tolerated the procedure well. The patient was discharged the following post-operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information; however, cautionary product use conditions that might have contributed to this complaint included the impending rupture state of the aneurysm.